Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 2/2/2015- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated black caking of the trunnion, loose stem, and fractured stem at the midstem portion. There were no labs provided for the alleged high metal ions. The complaint was updated on:2/20/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product/lot code combinations. Per procedure, the insert and femoral head are exempt from device history record review. Previous review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions regarding the reported event with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.